Manufacturer narrative:
Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the graphic user interface (gui) central processing unit (cpu). The customer reported to here replaced the gui cpu with parts purchased from covidien customer service. The customer requested software update, and covidien customer support engineer (cse) "flashed" software upgrade to device. Covidien was not authorized to repair the device. The customer reported that the unit passed short self-test, extended-self test, all calibrations and performance verification according to the manufacturer's specification at the time of service. Covidien reference: (B)(4).

Event description:
Covidien received info from the USA stating that an 840 ventilator generated an error code. The ventilator was not in use on a pt at the time the malfunction occurred. The date of the event is unk.